Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen and a nonresponsive device, after which a replacement was arranged and shipped; the user later expressed dissatisfaction with delivery timing and elected to discontinue use of the ilet and return to a different pump, and both referenced devices were returned for evaluation. Symptoms included no reported alarms, adverse events, or blood glucose issues. Outcomes included continued use of cgm via an alternate app or receiver and cessation of ilet therapy. Investigation included verification of shipping, return logistics, and device replacement procedures, with education provided on shutdown steps and data transfer expectations. Investigation of this case revealed damage to the display component consistent with physical impact, with the device rendered unresponsive, and no evidence of functional alarms or systemic malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that user-induced physical damage was the cause.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.